Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hypoglycemia. At 6:29 a.m., the patient received a blood glucose result of 449 mg/dl and the blood glucose monitor gave a recommendation of 10.1 insulin units after inputting 50 carbohydrates. At 8:39 a.m., the patient's blood glucose result was 55 mg/dl. The patient treated with food and her blood glucose level stabilized to 129 mg/dl at 1:05 p.m.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.